Manufacturer narrative:
Device evaluation could not be conducted as the complaint sample was not returned. DHR review was completed and no anomalies related to the reported complaint condition were identified from the review. The root cause of the complaint condition is unknown. Quest will continue to monitor complaint trends for the reported complaint condition.

Manufacturer narrative:
The alleged incident occured outside the us. The complaint sample has not been received. A follow-up medwatch will be submitted if additional information becomes available.

Event description:
The report received states that the delivery set leaked blood from the chamber during use. The leak was noticed immediately and the cardioplegia plan was changed. There were no patient complications resulting from the alleged incident.